Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 2 bd¿ slip-tip disposable tuberculin syringes had foreign matter/dirt in them. The following information was provided by the initial reporter: "dirt in syringes, two syringes but does not feel comfortable using the boxes... No use on patient, was seen prior to use".

Event description:
It was reported that 2 bd¿ slip-tip disposable tuberculin syringes had foreign matter/dirt in them. The following information was provided by the initial reporter: "dirt in syringes, two syringes but does not feel comfortable using the boxes... No use on patient, was seen prior to use."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.